Event description:
The user facility reported that the suture of an angio-seal device locked. The patient's right superficial femoral artery (sfa) was treated via a contralateral approach using a destination. After the treatment, the angio-seal 6 fr device was used to achieve hemostasis of the puncture site in the left femoral artery; however, when the device/sheath assembly was withdrawn to position the anchor, the suture locked and could not be pulled. The procedure before deploying the device was a permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the left common femoral artery. There was no health damage to the patient. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6)2021: the size of the sheath ancillary used was a destination 6 fr. The vessel diameter was more than 4mm. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only.

Manufacturer narrative:
Implant date: device was not implanted. Explant date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section d3, section g1, to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the arteriotomy locator, hemostasis sheath and carrier tube assembly. There were blood-like substances on the returned device. The device was subjected to visual analysis. The arteriotomy locator was found to have a bend near the inlet holes. The hemostasis sheath and carrier tube assembly were mated together, and the locking mechanism was in rear-lock position. The shaft of the carrier tube assembly was cut between the carrier tube assembly hub and hemostasis sheath hub. Some suture was seen to be released and cut. The suture had the black compaction marker and the clear stop. The cut shaft of the carrier tube assembly was not in the shaft of the hemostasis sheath and the tamper tube was not within the shaft of the carrier tube assembly. The carrier tube assembly was unmated from the hemostasis sheath and the hub of the carrier tube assembly was disassembled to view the suture spool. There was no sign of damage on the suture spool. A digital force was applied to the suture and all of the suture released. The complaint can be confirmed for suture deployment difficulties since the device showed signs of the bailout method done. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).